Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose level was 368 mg/dl with large ketones. The customer administered a manual injection and drank water. Tandem technical support reviewed pump data and observed that the pump battery had decreased by 20% charge within an hour. Reportedly, the customer has manual injections available as alternate insulin therapy.